Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they sustained a fall last week on their back. The caller stated that when they were feeling for the ins, it felt like the device was in two pieces. They stated that they were having even less bladder control, and stated that the device had never worked well for them. The caller confirmed that they were able to connect to the ins and adjust stim, but they did not feel anything when they did. The agent reviewed the caller can try a different program, but the caller declined at this time. The agent redirected the caller to the healthcare provider (hcp) to further investigate the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.